Event description:
It has been reported to philips that geometry movements were only partly available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a vascular diagnosis procedure which was completed as planned by restarting the system three times. The philips field service engineer (fse) inspected the system on-site and confirmed that the stand and table was locked. All geo information was displayed on live monitor but can't control geo movement. Review of the system log files showed geometry problem enabled movement voltage (enmv) high at startup. Fse replaced a new geo module, re-loaded the software and restarted the system many times. After that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.